Event description:
Customer informed us on march 11 that one of our products was involved in a case (posterior cervical) in which the treated patient sustained a laceration.

Manufacturer narrative:
The rough-functioning locking wheel of the skull clamp's open-lock mechanism cannot have contributed to the incident described by the customer. The slight crack on the quick-rail of the skull clamp is a typical sign of improper handling (e.g. Dropping the product), although it cannot have contributed to the incident described. All other features of the product sent in comply with the specification and do not exhibit any defects in terms of functionality and safety. As it is not assumed that the detected deviation has contributed to the described incident (patient slipped while pinned), no causal link can be established between the slippage and the skull clamp sent in. In our experience, the pinning technique when clamping the patient head is decisive in relation to the prevention of slippages. Our recommendations in regards to the pinning technique is described in the product's instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."